Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Customer reportedly received results of 29.4 mmol/l and 6.0 mmol/l within 1 minute on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was discarded and will not be returned for evaluation.